Manufacturer narrative:
Alleged failure: on (B)(6) unit was reported as not working. However yesterday the service team reported the unit is not repairable and needs to send to division for repair the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board due to damages incurred due to possible user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.

Event description:
The console was returned for investigation and it was found to have blown components therefore creating a potential for a thermal event.